Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, placement signal issues occurred. Support was continued despite the alarms. The device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs showed console displayed the ¿impella position unknown¿, and the ¿placement signal low - alarm¿ throughout the case. These alarms confirm the reported failure mode. This console was tested. Upon running the optical test pump for 22 hours, unable to reproduce the reported failure mode. The root cause of the optical signal issue could not be determined due to the inability to reproduce the issue. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.